Event description:
As reported, this pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprostheses. Follow-up imaging revealed a type I endoleak. A reintervention was performed in late 2008 using an additional gore tag thoracic endoprosthesis. The endoleak resolved and the pt is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note that a device was also implanted in the pt.